Event description:
It was reported that a newly implanted patient went to emergency room due to hives, a partially collapses lung and a lupus flare up. The patient was put on steroids and was on a mend. The stimulator has not been affected. The patient was doing well.